Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the physician contacted support for an ongoing suction alarm. The physician administered a fluid bolus and ordered an echocardiogram, but the outcome of these interventions is unknown. Days later, the physician contacted impella support again to discuss the position of the device and reported that the placement signal and left ventricle signals were disassociated. It is unknown if/how these issues were resolved, but the patient remained on impella support for several more days.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.